Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault that started on (B)(6) 2022. The patient would silence alarm but a new alarm would starts every 4-5 hours. The controller would be changed to to new 1.7 version. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)was returned for analysis, a log file was submitted, and a log file was downloaded for review. The submitted and downloaded log files contained overlapping events spanning approximately 6 days ((B)(6)2022 ¿ (B)(6) 2022, (B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from product testing at abbott. From the beginning of the log files on (B)(6) 2022 until (B)(6) 2022 at 14:01:02 and from (B)(6) 2022 at 14:19:25 to (B)(6) 2022 at 23:58:37 there were backup battery fault alarms due to load test failures. The timestamp of the first occurrence of these events was unable to be determined due to the event log file overwriting previous events. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. These alarms cleared on their own. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was able to pass all stages of preliminary and functional testing with no issues. The controller was able to operate on a mock loop for an extended duration with alarms. The reported backup battery fault alarm was not reproduced. The root cause of the reported event was unable to be determined in this analysis. It should be noted that an update to the backup battery connector was made to reduce backup battery faults due to load test failures as a part of a corrective and preventive action, per the DHR review this system controller was manufactured prior to that implementation. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.